Event description:
It was reported that presenting electrocardiograms showed a potential rhythm related to loss of atrial capture. No adverse patient effects were reported. The lead remains implanted.

Manufacturer narrative:
This investigation is ongoing. Should additional information become available this investigation will be updated.

Event description:
It was reported that presenting electrocardiograms showed a potential rhythm related to loss of atrial capture. No adverse patient effects were reported. The lead remains implanted.

Manufacturer narrative:
This report is being filed to update the patient identifier.